Event description:
Respiratory therapist changed trach; trach found to be defective - pilot balloon inflates with saline, but cuff does not inflate.

Event description:
Respiratory therapist changed trach; trach found to be defective - pilot balloon inflates with saline, but cuff does not inflate.